Event description:
The dental implant fx4308mlc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient required another surigcal intervention to recover.